Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple invalid transmitter ID alerts. Additionally, it was reported that the transmitter lost connection with the pump for over one hour. Customer replaced the transmitter to resolve the issue and the pump and transmitter regained connection. No additional patient information was available.